Event description:
The customer reported that there were problems with the left monitor. There was no image on the monitor. Also, the images could not be recalled and the system would not produce a live fluoro image.

Manufacturer narrative:
The ge service rep ordered parts and removed and replaced the image processor pcb. He also removed and replaced the flat panel power supplies as a proactive measure. The system functions as intended.